Manufacturer narrative:
(B)(4)

Event description:
It was reported that "pt stated some of these eyelids are sharp". No additional information is available from the customer.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "pt stated some of these eyelids are sharp". No additional information is available from the customer.